Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. Customer stated that insulin pump had insulin pump error alarm. Customer stated that they were able to clear the alarm. Customer stated that they were able to rewind the pump. Customer was performed displacement test and it was passed. Customer was declined troubleshoot for high blood glucose. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.